Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. An external visual inspection was performed and passed. A receiver download was performed and passed. A voltage test was performed and passed. Data was not applicable to the alleged issue. The transmitter was placed on walkabout box for 12 hours, no heat detected. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.